Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packages were difficult to open with a bd needle precisionglide¿ 18x1-1/2 in. The following information was provided by the initial reporter, translated from portuguese to english: when it is being separated the package ruptures exposing the needle.

Event description:
It was reported that the packages were difficult to open with a bd needle precisionglide¿ 18x1-1/2in. The following information was provided by the initial reporter, translated from portuguese to english: when it is being separated the package ruptures exposing the needle.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making an investigation impossible to perform and determine the root cause for the incident. H3 other text : see h.10.